Event description:
The pt was admitted to the hosp following an episode of cardiac arrest. The defibrillator interrogation confirms that the ICD detected and delivered six ICD discharges but were unsuccessful in converting the pt. External defibrillation was used and converted the pt to sinus rhythm. The impedance was greater than 250 ohms, suggesting a possible lead fracture. The physician felt that the patches had failed and on 2/12/97 capped the defib patches.